Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm. A 5.0 x 40, 75cm mustang balloon catheter was selected and advanced to dilate the lesion. During the first inflation, the balloon ruptured at 24 atms for 30 seconds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was identified in the mid body of the balloon. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was selected and advanced to dilate the lesion. During the first inflation, the balloon ruptured at 24 atms for 30 seconds. The procedure was completed with a different device. No patient complications were reported.